Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the analog board.analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "check pads" and "defib pad short" messages.complainant indicated that there was no patient involvement in the reported malfunction.